Event description:
It was reported that the device was emitting tones due to a low, out-of-range shock lead impedance value of zero ohms exhibited on the right ventricular (rv) lead. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The rv lead was later surgically abandoned and replaced due to the impedance issues. No additional adverse patient effects were reported.

Event description:
It was reported that the device was emitting tones due to a low, out-of-range shock lead impedance value of zero ohms exhibited on the right ventricular lead. Boston scientific technical services (ts) was contacted, and ts discussed possible causes. The device and leads remain in service. No adverse patient effects were reported.